Event description:
It was observed that during the device inspection, due to clogging of nozzle the subject device exhibited that the water removal ability, air supply volume and water supply volume does not meet the standard value. Additionally, there was white foreign material in the air/water cylinder, air/water tube, jet tube, and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.